Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was observed. Therefore, it was determined that the video function did not function normally due to the failure of the cable, and the indicated phenomenon [no images] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, following a therapeutic procedure, the doctor had stepped out from the operation field but stumbled the camera head cable and the 4k camera head has not been fallen to the ground, but color bar has shown instead of camera image ever since. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image disappeared due to a faulty cable and the camera cable was noted to be deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.